Event description:
A pharmacist reported that knives did not cut during surgery. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
As no sample was received, the condition of the product could not be verified. The customer lot number was identified. A review of the related device history records (DHR) for the reported lot number has been performed. The review identified an unrelated packaging anomaly that did not contribute to the customer complaint. The suspect product was reprocessed and released based on the product¿s acceptance criteria. The lot complaint history was reviewed and this is the (B)(4) complaint for the reported lot number. The identified lot number did not match the part number provided by the customer. While additional clarification was requested, but not received, a review of the provided DHR revealed no contributing factors for the described complaint condition. Because no sample was returned and the device history record review of the provided lot number indicated that product was released according to the manufacturer's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none has been received. (B)(4).